Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
The patient reported that the lead "moved away", and "that is why they added the extra lead." The lead is still in use. No patient complications have been reported as a result of this event.